Event description:
The medtronic lead was opened and not used due to a possible defect. Because of advanced heart failure symptoms, the patient presented today for elective implantation of a dual-chamber cardiac resynchronization ICD.